Event description:
As per email received: after deployment of a cypher stent in the mid left anterior descending artery (lad), a small dissection occurred. Some compromise of the second diagonal brance was noted. The pt presented with stable angina (ccsii). Angiography revealed 3-vessel disease. Pre-procedure medications included plavix, aspirin, statins, and beta-blockers. The target lesion is a de novo lesion of the mid lad native coronary artery with a vessel diameter of 3 mm and a lesion length of 14 mm. The lesion was characterized as: class b2, non-ostial, non-occluded, with no bifurcation, lesion contour is smooth, with a readily accessible proximal segment, eccentric, with moderate calcification, and no thrombus was eccentric, with moderate calcification, and no thrombus was present. There was a 45-90 degree angulation. Plavix, aspirin, statins, and beta-blockers were given intra-procedurally. The lesion was not-dilated. Direct stenting was achieved with a cypher stent 18 mm x 3.5 mm with a max inflation pressure of 14 atm. A small dissection at the distal edge of the stent was noted and the second diagonal branch was reported to be compromised. The pre-procedure diameter stenosis of 90% and post-procedure residual diameter stenosis of 0% were measured by visual estimate. Timi flow pre and post-procedure was iii. Post-procedure cardiac enzymes were not measured. The pt was discharged the following day on the same pre procedure medications.